Event description:
It was reported after using bd vacutainer® k2e 7.2mg plus blood collection tube, there were two (2) tubes that cracked when frozen for transportation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated a cracked frozen tube. The storage temperature indicated on the shelf pack label ranges from 4°c to 25°c, while the customer is storing tubes at -80°c, which is considered off-label use. Additionally, a visual inspection was conducted on 100 retained samples, and no cracked tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2e 7.2mg plus blood collection tube, there were two (2) tubes that cracked when frozen for transportation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.